Manufacturer narrative:
H6: investigation summary: it was reported that one plate would be contaminated. The complaint trends were reviewed and for this product lot, no further complaints were reported. Therefore, a trend was not identified. The batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. Picture sample was provided showing a contaminated plate. Retain samples were reviewed for this lot. During this review no contamination was detected. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Based on the evaluation of the report and the pictures the complaint is confirmed. H3 other text : see h10.

Event description:
It was reported that prior to use, one bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) plate was contaminated. The following information was provided by the initial reporter: among our unused tsa 5% blood plates was contaminated one. It concerns a fungus.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number 221239 which is a class 1, preamendment device. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, one bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) plate was contaminated. The following information was provided by the initial reporter: among our unused tsa 5% blood plates was contaminated one. It concerns a fungus.